Event description:
The customer reported being hospitalized for hypoglycemia. The blood glucose reading at time of the call was 105mg/dl. Troubleshooting was performed. The time was one hour off. The bolus history revealed a discrepancy on the day the customer delivered 17 units. The daily totals also showed 71 units delivered. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.